Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis and abbott vascular confirmed the reported difficulty inserting the guidewire. Abbott vascular reviewed the lot history record and there were no manufacturing nonconformities that would have contributed to this complaint. The complaint handling database was reviewed and there were similar events identified from this lot. Abbott vascular identified a trend. Root cause analysis concluded that the trend is likely due to a manufacturing issue. Abbott vascular has implemented mitigations to address this issue and will implement corrective actions to prevent recurrence per internal site operating procedures. Abbott vascular will continue to trend the performance of these devices.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. The additional perclose proglide device is filed under a separate manufacturer report number.

Event description:
It was reported that an arteriotomy closure of the left common femoral artery was attempted using a proglide device with a 7fr sheath after a peripheral interventional procedure. Reportedly, the proglide became stuck while advancing over the guide wire. A second proglide was used with the same result. Hemostasis was achieved with an angio-seal. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reported to be trained in the use of the proglide device. No additional information was provided.